Event description:
It was reported that noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient did not have any adverse events due to the oversensing. The patient was stable before, during and after the procedure.